Event description:
Procedure: percutaneous transluminal coronary angioplasty of (r) coronary artery used to repair dissection. Only ends of stent could be fully expanded. Attempt to remove balloon and stent pulled to top of guiding cath, could not remove or full deploy in stable position. Pt taken emergently to open heart surgery.